Manufacturer narrative:
Analysis and fourier transform infrared spectrometer (ftir) testing was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported needle to cuff miss was concluded to be related to potential product quality issue due to excessive loctite in posterior needle tip and shank. The subsequent treatment appears to be related to the circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with four prostyle devices using the pre-close technique prior to an interventional ablation procedure via an 8f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with all four prostyle devices. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to 15f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.